Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument. The corrected na, k and cl results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After evaluation, the cse determined that the integrated multisensor technology (imt) module rotary valve ceramic plate required cleaning. The cause of the discordant sodium, potassium and chloride results is due to an imt module malfunction. The cse cleaned and refurbished the imt module. The cse successfully ran a diluent check and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.